Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer declined further troubleshooting. There was no adverse effect to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.